Event description:
It was reported that during a water vapor therapy when attempting to prime the delivery device, it displayed an error message and the procedure could not be performed. This event occurred outside the patient; the patient was under anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. The device passed visual inspection, there were not found any damage or abnormalities. The mechanical testing passed too, the needle retracted and deployed, and the function of the buttons worked as intended. Regarding the functional testing, prime was performed, pretreatment, and 5 full treatments passed without any issues or errors. Based on these analysis results, it was unable to confirm the reported observation with testing of the product return.

Event description:
It was reported that during transurethral steam therapy when attempting to prime the delivery device displayed an error message and the procedure could not be performed. This event occurred outside the patient; the patient was under anesthesia but there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.